Event description:
This spontaneous case was received on (B)(6) 2014 from a physician and concerns a (B)(6) female pt. The pt's medical history and concomitant medications were not reported. On (B)(6) 2014, the pt was treated with sculptra, in the form of poly-l-lactic acid, injection, in the cheeks for an unk indication. The batch number used: a3076, exp date was listed as 11/2016. On (B)(6) 2014, the pt was "not feeling well." On (B)(6) 2014, the pt reported facial swelling. The pt was admitted to the hospital on (B)(6) 2014 and is currently in the intensive care unit. She has been diagnosed with sepsis and being treated with IV antibiotics and vasoactive blood pressure support. The reporter has requested a pt management consult; request has been forwarded accordingly. No additional information or details are available at the time of this report. The outcome of the events was ongoing. The reporter stated the sepsis and facial swelling were related to sculptra. No additional information or details are available at the time of this report. Additional information has been requested for this report.